Event description:
Cauterization in contact with skin prep caused fire on skin (punch biopsy), immediately extinquished, 1st aid applied. First degree sunburn. Healed. Recommend: flammable warning on label of skin prep.